Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing issue. It was reported that the patient experienced an increase in ventricular (v)-rate during atrial-anti-tachycardia pacing (a-atp) delivery, which led to the termination of therapy. It appeared that atrial pacing (ap) might be cross-talking with the ventricle. During an episode, during a-atp delivery, ventricular sensing (vs) markers and electrograms (egm) at similar timings on the v side were observed. Within the same episode, egm waveforms with similar morphology were detected on the v side immediately after ap. Pure ventricular events, suspected to be vs events, and their waveforms were also noted. The ipg and right ventricular (rv) lead remain in use. It was reported that the ra lead exhibited an atrial lead position check failure. The ra lead remains in use. No patient complications have been reported as a result of this event. It was further reported that rv lead ((B)(6)) was attempted not used and replaced for an unknown reason in (B)(6) 2003.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.